Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported they were in a lot of pain but was resolved when they switched from the left side to the right side. They were also experiencing really bad itching and it felt like a urinary tract infection (uti). They also had dried blood. It was also reported the patient felt the stimulation going on and off when lying on their back and side. It was noted they were on their way to the doctor's office and was in the car in traffic during the call. The patient also had an appointment on (B)(6) 2016. Additional information received stated the patient thought they were getting a yeast infection since their vagina started itching. The patient was seen at the doctor's office and they called in a prescription for her. The patient stated their butt and crack were all red and agitated so they took everything out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.